Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. This complaint will be closed with no further action; if sample is available later on, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that after 3 or 4 uses of the bags, the food would stop passing through the set. After 3 or 4 uses, the pump does not infuse any of the food to the patient. Each bag is used for 24 hours. Once the customer changes the bag, the set feeds normally.